Manufacturer narrative:
(B)(4). However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. The user was able to reload the cartridge successfully and resume insulin delivery. Reportedly, the user's blood glucose (bg) level was slightly elevated. However, the user stated that the bg level was under 240 mg/dl.